Event description:
"The pt was in labor and had an epidural in place for pain relief. The pump alarmed and said it was low, when the nurse opened the pump she noticed there was no fluid missing. The nurse removed the tubing and reconnected it to the pump. It looked like it was dripping. Later after the pt delivered and the epidural was discontinued the nurse noticed that the remaining fluid was still more than it should have been according to the rate it was to infuse at.